Event description:
It was reported that the customer went to the emergency room with chest pain, back pain, and palpitations. The customer reportedly thought she was having a stroke, but her doctor stated she did not have a stroke or diabetic ketoacidosis. The customer's blood glucose at the time of the emergency room visit was 20.4 mmol/l. The customer also experienced issues with bubbles in the reservoir. During troubleshooting, it was found that the customer was properly utilizing her reservoirs. Prior to the emergency room visit, the customer was having issues with air bubbles, her blood glucose was going high and she treated with a pen, which did not bring her blood glucose down. At the time of reporting the event, the customer's blood glucose was 4.4 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Manufacturer narrative:
Three random sealed reservoirs were evaluated and a prefill test performed. The seals and stopper groove was inspected for defects and none were found. No air bubbles were observed during analysis.